Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, a blood leak was noted from the hemostasis valve. Since the procedure duration was short, the procedure was completed without replacing the introducer and there were no adverse consequences to the patient.